Event description:
Pump failed to sound an audible alarm. The pump was returned to the biomedical engineering dept with an unsigned note that stated, "no audible alarm." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available.